Event description:
Reporter alleged discrepant blood glucose values of 516 mg/dl back to back with a result of 84 mg/dl when testing was performed 1 min apart on the advantage system. Customer stated not having any high or low glucose symptoms at the time however, did not provide the location of the testing. No actions were taken or treatment was rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.